Event description:
As reported, the physician placed a multipurpose drainage catheter into the small bowel of a patient on (B)(6) 2014. The catheter tip ended up shearing off from the rest of the catheter inside of the patient. A portion of the used device has been returned for evaluation.

Manufacturer narrative:
The investigation into this event is still on going. The fragment of the returned device will be sent to the supplier along with a supplier corrective action request (scar). Navilyst medical is attempting to obtain additional information regarding the event, the device, and the patient condition. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).